Event description:
Lepirudin drip was hung at 2200 at 0.1mg/70. Order was to titrate to keep ptt 50-70. At 2130 ptt 75 and continued at same rate. At 0700 it was noted that the drip should have been programmed at 0.10mg/kg/hr, rate 25.5ml/hr. Coags were sent with result of ptt 37. No adverse outcome to the pt.